Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s history showed that the last basal delivery was on (B)(6) 2014 and the last bolus was a 1.00u bolus on (B)(6) 2014. An unexplained loss of prime occurred on (b)(60 2014; the alarm was confirmed five times. On (B)(6) 2014 01:42, an unconfirmed replace battery alarm was recorded; the unconfirmed alarm discharged the battery resulting in a power loss beginning on (B)(6) 2014. Insulin deliveries were never resumed. Only typical usage was observed in the alarm history. The basal and boluses calculated appropriately to total the total daily dose, showing that the pump was delivering accurately until the last date used. During testing, the pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The issue of inaccurate delivery was not duplicated during investigation. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the case seal. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient reported blood glucose (bg) levels of greater than 250 mg/dl and less than 500 mg/dl with no signs or symptoms indicated. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There was no reported adverse event associated with this complaint. This complaint is being reported due to an inaccurate delivery issue.